Manufacturer narrative:
(B)(6).

Event description:
The customer reported a ventilator gave a 1102 and 110b error code; indicating a primary alarm and proximal autozero failure. Patient involvement information is unknown but has been requested. No patient or user harm was reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
B5: the remote service engineer advised the customer that they may need to replace the defective speakers to address the 1102 error code and to replace the solenoid vales 3 and 4 to address the proximal autozero failure. Moreover, further information regarding the repair has been requested from the customer. No response has been received at this time.